Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and down arrow keypad buttons were found to be delayed/intermittently unresponsive and required multiple button presses to elicit a response; the contrast button was hard to press and required increased force to engage. The ok keypad button responded appropriately to button presses. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were slow to respond to user input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.